Manufacturer narrative:
A service visit was recommended however a week later the site reported that they obtained a location board (a system component) from an affiliated site and this resolved the issue. They declined the service visit and plan to continue using this location board. Superdimension has requested the device for evaluation but has not received anything to date. There were no anomalies identified during the internal review of the device history record (DHR) of the system console. Out of an abundance of caution, superdimension is filing this MDR due to the additional risk associated with multiple exposures to general anesthesia. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
While preparing for a case, the site reported that the patient sensors were not accurately reflecting their location in the lung field. Troubleshooting cable connections did not resolve the issue. The patient was already under general anesthesia and the procedure was cancelled. There was no report of patient adverse event. If additional information pertinent to the incident is obtained a follow-up report will be submitted.